Manufacturer narrative:
Additional information; d10 device evaluation: one cadd legacy 1 pump was returned for analysis due to displaying error 1870. Functional and visual testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying "1870" error code message on power up during the investigation. It was found that the motor locked out which caused the issue. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1870 during testing. There was no patient present at the time of the event. There were no reported adverse events.